Event description:
It was reported that with a pt on a 24-yr-old surgical table, and the table in a flex position, the back section would not return to a level position until other o.r. Personnel were able to manipulate the table until it reached a level position.